Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported post intraocular lens (iol) implantation the lens was not accepted by the patient hence the lens was explanted and another lens was implanted. No further information is available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).